Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) with low heart rate. High thresholds and loss of capture were noted on the right ventricular (rv) lead. Both the rv and right atrial (ra) leads dislodged due to twiddler's syndrome. The leads were re-positioned and remain in use. No further patient complications have been reported as a result of this event.